Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that oversensing noise was detected with arm movement on the right ventricular lead. The patient was asymptomatic. The lead was capped and a new lead was placed on (B)(6) 2018. The lead was noted to have fraying insulation in the pocket area. The patient was stable before, during and after the procedure.

Manufacturer narrative:
Correction: (B)(4).